Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hypotension, hematuria, ischemia: the cause of the bleed, hypotension, hematuria and ischemia was unable to be determined due to insufficient clinical details. Access site adverse event / major bleed: the cause of the bleed was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
In (B)(6) 2025 an impella cp was placed via the femoral artery to support a 73-year-old male patient admitted in for an elective ablation procedure. The patient had known history of atrial fibrillation, cardiomyopathy, and a prior placed aicd defibrillator. The cp was placed due to the patient coding and in need of support during the ablation. The pump supported for 5 days and the patient expired. Later in 1/2026 the loqi database reported upon the patient and multiple adverse events that had occurred. There was access site bleeding which was persistent despite all troubleshooting measures and suture. The pump also had mal-positioning that was observed and remedied by pump repositioning. There was hypotension treated by medical therapy, with multiple pressors and inotropes and liters of fluid. The urine color had changed, the hematuria was observed and heparin anticoagulation was reduced. The 4 limbs were cool to touch, but no intervention was shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
H6: code added per a review of the complaint record.

Manufacturer narrative:
Additional information: the following information was received: the impella tracing became dampened, indicating poor function. Loqi reports upon subject (B)(6) ae #6 with relationship to the pump as definitely for the impella site bleeding. The loqi reports that: during the evening and overnight shift, a critically ill, intubated patient experienced life-threatening complications following an impella placement in the left groin. The course was primarily defined by two major issues: persistent insertion site bleeding and device malposition/malfunction. Impella site bleeding: significant bleeding was noted multiple times throughout the shift (1745, 1815, 2200, and 0400). Physicians attempted to manage this with repositioning, sutures, and surgicel dressings, but the site continued to show active bloody drainage despite these efforts. The impella tracing became dampened, indicating poor function. Multiple fellows and a device representative were involved in troubleshooting. After several unsuccessful attempts at bedside echo and ultrasound visualization, an interventional fellow successfully adjusted the catheter position (from 94cm to 86cm) at approximately 0330, leading to improved waveforms. The patient suffered from severe hypotension (maps in the 50s) and narrow pulse pressure. Support was maximized using a "cocktail" of multiple pressors (levophed, vasopressin, epinephrine) and inotropes (dobutamine), along with several liters of fluid and bicarbonate boluses. By early morning, the patient remained highly unstable with rising lactic acid (8.9), minimal "punch-colored" urine output (5ml), and a ptt >200 (requiring a heparin dose reduction). Peripheral pulses in the left leg were intermittently lost during the shift, and all extremities remained cool to the touch. The patient remains in critical condition under continuous monitoring by the intensive care unit (ICU) and cardiology teams.